Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, it was found that the right ventricular (rv) exhibited pacing inhibition due to noise over-sensing. Reprogramming was performed. Patient condition was stable.